Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin syringe. The customer reports the plunger tip disconnected on one syringe. Also the cannula came off completely out of the syringe and sticking into the orange cap on another when attempting to expose cannula for injecting.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.